Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. There was loss of capture, however, there was no asystole greater than 2 seconds. The ra lead was abandoned during a procedure to replace the device due to normal battery depletion. No adverse patient effects were reported.